Event description:
Customer reports that insulin has been malfunctioning. Customer's blood glucose was 429 mg/dl, which was treated with a bolus shot. Insulin pump failed the high pressure test and customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit was programmed and monitored for three days with no blank display noted. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and self test. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. The no delivery alarm function properly during the basic occlusion test and occlusion test. Unit had minor scratched display window and cracked reservoir tube lip. No damage noted on c13 isolation tape on lcd. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).